Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. E1: initial reporter facility name: (B)(6). E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and the main body of a minicap transfer set, further described as "unable to detach the catheter from the tubing, with loosening observed at the junction between the light blue and dark blue components. As disconnection from the bag was not possible, the tubing was cut and secured using forceps and gauze". The transfer set was replaced. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event, however, the patient received one dose of an unspecified prophylactic antibiotic. No additional information is available.